Event description:
Per independent repair center: the unit was alarming or red light; key failure is the capacitor had a short circuit. Additional malfunctions are the tie wraps and hose clamps were defective, the pilot valve was not shifting, and the sieve bed was saturated.